Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers were open. A field service engineer (fse) re secured the dislodged cubie by snapping it back into place. The drawer and pockets were tested by opening and closing, and all bins were properly seated and released without issues, confirming normal functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, drawers 01 and 02 failed to open during item dispensing, and the issue was recurring. The customer reported the same problem previously, and despite onsite support from pharmacy for training, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.